Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels as high as 500 mg/dl. The bg level was addressed with boluses via the pump and by the customer keeping track of the carbohydrates. During troubleshooting with tandem's technical support, the time on the pump was off by about 7 minutes from the correct time. The time was corrected. Reportedly, the customer declined to remove the site. The customer reported that the bg level started to lower.